Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch from bipolar to unipolar due to jump in high out of range impedances greater than 3000 ohms. Once the device programming changed to unipolar, there were observations of noise that was oversensed leading to inappropriate ventricular episodes and pacing inhibition of approximately two seconds. Technical services suggested further testing of the lead, and they planned to bring the patient in for follow-up. The lead remains in-service. No adverse patient effects were reported.